Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed an abnormal image. The issue occurred during preparation for use for the diagnostic examination procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h10, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: components failure of the unit spanning from the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had pink shadows, this event was caused by components failure of the unit spanning from the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.